Manufacturer narrative:
Quality controls were within range prior to sample measurement. The provided data do not indicate an issue with the analyzer or used reagents. A roche field representative observed a clotted sample probe. A review of alarm data showed several sample quality related alarms within the time period of the event. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys tsh v2 and elecsys t4 on a cobas e 801 analytical unit. Sample 1: the first patient sample resulted in the following values when tested on the e801 analyzer: tsh = 2.40 uiu/ml t4 = 0.14 ng/dl. The first patient sample resulted in the following values when tested using the atellica method: tsh = 3.724 uiu/ml t4 = 1.20 ng/dl. Sample 2: the second patient sample resulted in the following values when tested on the e801 analyzer: tsh = 2.14 uiu/ml t4 = 0.06 ng/dl. The second patient sample resulted in the following values when tested using the atellica method: tsh = 3.142 uiu/ml t4 = 1.35 ng/dl.